Manufacturer narrative:
(B)(4). Device fired through lockout the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In addition, the lockout mechanism was found to be non functional. It could not be determined what may have caused this condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, staple stuck when the doctor used. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.